Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, the patient reported multiple events of infusion set leaking at site. The infusion set had been used for less than a day. No further information available.